Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments and a portion of the lead was not returned. Visual inspection noted insulation abrasion at 158-177 millimeters (mm) and 217-234 mm from the terminal pin. The insulation at 158 mm was abraded through to the inner lumens. The damage appeared consistent with a crushing damage and was likely caused by lead-on-can contact coupled with pressure in the pocket area. The insulation at 217 mm was also abraded through to the inner lumen. The damage was also consistent with the lead coming into contact with something hard, possibly the can or another lead. Testing was completed to assess lead electrical performance and measurements were within normal limits. Laboratory analysis confirmed the report of decreased impedances due to the abraded insulation. A lead fracture was not confirmed.

Event description:
It was reported that this right ventricular (rv) lead exhibited a drop in pacing impedances and a lead fracture was suspected. A revision procedure was performed and this rv lead was explanted and replaced. No additional adverse patient effects were reported.